Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01728. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a gynecological procedure on (B)(6) 2005 to treat stress urinary incontinence and a cystocele and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. The patient underwent a cystoscopy and exam under anesthesia on (B)(6) 2009, due to vaginal pain, and there appeared to be no visible mesh or erosion noted. Mesh could be palpated through the epithelium, but not eroded. (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.